Event description:
Information was received indicating that the cadd ms3 pump displayed a blockage issue. The patient had to stop therapy remodulin in order to resolve the issue. The patient had to change the tubing to resume therapy. It's unknown if there were any adverse events due to the interruption of therapy.